Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.